Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2019-01037.

Event description:
The user facility reported that the first angio-seal device was reported to not be able to advance into the artery all the way and was kinked during the effort to advance it. The second angio-seal device was then attempted and successfully passed into the artery and deployed per the IFU. However, the device did not successfully achieve hemostasis and the provider held manual pressure. No patient issues were reported. The patient was in stable condition.